Event description:
On 27 june 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the mismatch between the sensor readings and fingerstick measurement was reported on the 3rd day after sensor was inserted. At the time of the event, the sensor was settling after insertion, and therefore there was temporary differences between the sensor readings and fingerstick measurements. Once the sensor settled, there was better agreement between sensor readings and fingerstick measurements. Currently, the sensor is performing within expectations and the system is performing well. Per case notes, user didn't seek for medical treatment and resolved the event by having apple juice. Per dms, user is currently using the system with up to date information. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.